Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed with an olympus boroscope. The boroscope was introduced into the biopsy channel and found excessive scrape markings, lifting on the channel interior wall and a severe kink at the grip section. The excessive scrapes and lifting was noted the entire length from the distal end into the bending section/insertion tube side; approximately 100 mm in length. During the boroscope passage, there were no foreign objects or debris noted in the channel. Further inspection of the suction channel and found the channel wall was in good condition with no foreign material/debris observed. The bending section adhesive was deteriorated with cracks and missing pieces. Based on the evaluations, the customer complaint was unable to be determined as the customer has not responded to any of our follow-up attempts. However, the root cause of the damaged biopsy channel is attributed to improper accessories usages which results of excessive scrapes on the interior channel wall. In addition, the instrument history was reviewed and showed the scope was purchased on july 30, 2017. The scope was last returned for service on november 16, 2017 and had the channel replacement due to a restriction. The scope ID has a reading of 67 uses during service. The scope ID currently reads at 709 uses; a total accumulation of 642 usages since the last repair

Event description:
The service center was informed that the scope cultured positive multiple times for an unspecified microorganism after reprocessing. There are no associated patient infections.